Event description:
Following a carotid artery stenting (cas), an 8f angio-seal sts plus was selected for use, for a pt who was of healthy weight. A pre-deployment angiogram revealed a common femoral artery (cfa) puncture. An 8f sheath was used during the cas. The physician inserted the angio-seal device into the insertion sheath cap until it was positively engaged and the click was heard. However, when pulling the device cap into the full rear-locked position, the device cap unlocked from the sheath cap and was pulled back until the ends of the device cap sleeves were just about touching the sheath cap. The physician re-inserted the angio-seal device into the insertion sheath. Positive engagement was confirmed, and the physician successfully pulled the device cap into the full rear-locked position again. The device/sheath assembly was withdrawn. After doing this, the tamper tube was not visible. Upon further inspection, the physician found the tamper tube was embedded in the pt's skin, with only 1-2 cm visible above the skin's surface. The tamper tube was immovable and the physician could not push the collagen with the tamper tube. Small incisions were made around the puncture site and the tamper tube was surgically removed from subcutaneous tissue. Reportedly, the vessel was sutured together with the anchor left inside. Hemostasis was achieved via surgical repair. The pt had an uneventful post-operative course.

Manufacturer narrative:
One 8f angio-seal sts plus hemostasis sheath and carrier tube assembly were visually inspected and functionally tested/evaluated. The deployment sleeve was in the extended and locked position, but was not inserted into the hemostasis cap. However, damage was noted to the hemostasis cap consistent with prior insertion/locking of the deployment sleeve into the cap and subsequent forcible extraction of the same. The sheath had been severed in two locations and the carrier tube had been severed in three locations. The cuts made on the sheath coincided with two of the cuts made on the carrier tube. The third cut on the carrier tube was done after the deployment sleeve was removed from the sheath cap. The tamper tube had been severed into two segments and a detached suture segment was also returned. The clear heat shrink tubing was present on the detached suture segment. Upon manipulation, the suture broke consistent with suture degradation. The carrier tube assembly was inserted into the hemostasis sheath and moved into the full rear lock position; positive engagement was verified, and a distinct "click" was heard. The deployment sleeve was secure, no functional anomalies were noted. The device condition and length of suture returned suggests the device was fully deployed and the suture and tamper tube had been fully extracted prior to the sheath and carrier tube being cut. The cut on the tamper tube did not coincide with the cuts on neither the sheath nor the carrier tube, suggesting the tamper tube was cut after the cuts made on the carrier tube and sheath. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) instruct the user once a full rear lock has been achieved, and the device is being deployed, do not re-insert the device; re-insertion of the device after partial deployment could cause collagen to enter the artery. The angio-seal device instructions for use (IFU) states that if the angio-seal device does not anchor in the artery due to improper orientation of the anchor or pt vascular anatomy, the entire absorbable components and delivery system should be withdrawn from the pt. Hemostasis can be achieved by applying manual pressure. A training record was not found for the physician. The angio-seal device instruction for use (IFU) cautions that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use f the device, e.g., participation in an angio-seal physician instruction program or equivalent.